Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The returned device was functionally evaluated. No issues or errors were identified with the device. As no issues were found with the returned device, we have been unable to confirm the reported failure mode and subsequently determine a root cause. The blockage alarm can be triggered if the integrity of the device has been compromised in any way, such as kinks or folds in the tubing, if the tubing becomes loose or if the user puts their body weight on the tubing when lying down. The alarm feature of this device is a safety mechanism to alert the user of potential issues that could potentially affect or in some cases stop delivery of negative pressure wound therapy. The feature is specially designed to comply with global safety regulations to ensure safe and proper use.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the machine gives the blockage alarm despite tests with and without canister. The problem was found during treatment and a delay >30 was reported. The therapy was completed without the negative pressure pump.